Manufacturer narrative:
The hospital bio-medical engineer discovered that the o-ring in the oxygen module's nozzle unit was missing. Investigation on-site has also been performed by our field service engineer (fse). The nozzle unit for the oxygen module was replaced, and the ventilator was returned to service after successful functional/safety and pre-use checks tests were performed. The hospital could not explain how the o-ring on the nozzle unit became missing. Our conclusion in the matter is, that the cause was due to the missing o-ring in the oxygen module's nozzle unit. How the o-ring became missing has not been determined.

Event description:
It was reported that the ventilator was not holding peep (positive end expiration pressure) during treatment, and that it was leaking 1cm. Of h2o every 5-to-10 seconds. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The replaced nozzle unit was not returned for investigation. Evaluation of received device logs reveals that there was no ventilation on the reported date of event. Logs from (B)(6) 2016 show an 18 minutes period of ventilation during which alarms for low peep (positive end expiration pressure) and high respiratory rate were generated. Those alarms together indicate a leakage in the system. In addition alarms for high pressure were generated. Test logs show that performed pre-use check prior to and after the event passed even with the o-ring reportedly being missing. Since the replaced nozzle unit was not returned for investigation several simulated use tests were performed with a reference ventilator. A leakage sound was heard when a gas module with missing o-ring was connected to the gas supply. The tests showed that pre-use check could sometimes pass even with a missing o-ring in the nozzle unit. The impact on ventilation was different depending on the set oxygen concentration and the set gas supply pressure. The respiratory rate was always higher than set and for this alarms are generated depending on the set alarm limits. When testing a nozzle unit with a missing o-ring in an o2 gas module, the measured o2 concentration was lower than set. The tests showed that a missing o-ring in the nozzle unit has no impact on peep, thus the root cause to the reported problem, about the ventilator not holding peep, cannot be determined.

Event description:
(B)(4)